Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2024. The patient experienced a wearable failure which occurred 5 days after sensor insertion into the arm. Upon follow up on (B)(6) 2025 the patient mentioned that on (B)(6) 2024, the patient¿s sensor failed (confirmed by dexcom¿s data investigation). It was the patient¿s last sensor; therefore, the patient did not have another to put on. It was not specified if the patient was using a blood glucose (bg) meter as a back-up. Later the same day, the patient began vomiting and was brought to the hospital. The patient was admitted to the intensive care unit (ICU) for 1 day and treated with an IV insulin drip and IV ¿sugar water¿. The patient was ¿recovering¿ at the time of the report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.